Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that when the user bailed from the preoperative workflow to the intraoperative workflow, there was a warning that alerted the user of a registration shift. The case logs indicated that there was a warning for ict movement relative to drb which would have caused the scan to change relative to the patient anatomy. The user reported that the l5-l pedicle, the screw was placed superiorly and for the s1-l vertebrae the screw was also misplaced according to the original scan and due to deflection warnings from the system. Due to the ict registration shift, there were warning for deflection that were seen by the user. Excessive force and deflection can lead to the misplacement of screws. The surgeon then bailed to pre-op CT before aborting use of excelsiusgps and decided to complete the case using jamshidis and fluoroscopy and despite the incident, the patient experienced no neurological effects. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.